Manufacturer narrative:
Reporting address & institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
It was reported to philips the device prompted low tidal volume. The device was reported to have been in clinical use. There was no patient or user harm. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
E1: reporting address line 1: no. 172, gaodili, penglai road, jiangmen city, guangdong province.